Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed the reported driveline communication faults; however, a specific cause for these events could not be conclusively determined through this evaluation. The controller event log file recorded a com a fault that resulted in a driveline communication fault alarm on (B)(6) 2022. Review of the controller event log file also revealed a power a broken fault at 18:11:42 on (B)(6) 2022 that cleared one second later; no alarms resulted. Pump function was not interrupted during these events. The log file appeared to capture the pump operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instruction for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address the system alarms, including driveline communication faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. Section 5 of the patient handbook entitled "alarms and troubleshooting" outlines the system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline communication fault on the system controller. The alarm was cleared via the system monitor and did not re-appear. The patient went home and will be monitored closely. It was later communicated that the cause of the alarm was not identified.

Event description:
It was reported that the patient's system controller alarmed for a driveline communication fault on (B)(6) 2022. The alarm cleared and had not returned.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.